Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported spark remains unknown. The device remains in use at the hospital as no functional issue was noted.

Event description:
During device preparation, the 4-pin connector of the power supply cable was noted to be uncovered and a spark was noted when plugged into the socket. The device was replaced and the procedure was completed with no adverse consequences to the patient.